Event description:
Medical affairs spoke to pt and obtained the following information. Pt mentioned that for the past week their meter had been giving a redo check message and a not ok message. Pt had to use at least two test strips each time before pt would get a reading. (Please note that the redo check message does not interfere with performing a blood test and can be resolved with a successful check strip test). Pt claims that last week they were experiencing dizziness prior to testing. They tried to test and was unable to get a reading because of the redo check and not ok message, so pt decided to take their oral medication of glucophage and see their md. Pt visited their md who tested pt on their meter and obtained a 417mg/dl. Md treated pt with insulin. Per pt, ccr was unable to resolve the issue and is sending pt a new meter. Based on the info provided, this case is being reported as a malfunction.